Manufacturer narrative:
The customer responded with more detail to the reported issue thus requiring a supplemental.

Event description:
The customer reported while using the avea ventilator, it is occasionally alarming vent inop. The customer reported the ventilator was on a patient when this issue occurred, the ventilator was swapped out, no harm or injury reported.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is occasionally alarming vent inop. It is currently unknown if there was patient involvement associated with this event.